Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (330 mg/dl at its highest) and a bolus via the pump was delivered to address the bg level. The customer thought the high bg was due to the pump settings as the healthcare provider had been "working" on them. The customer also stated that she was menstruating. Tandem technical support advised to discuss the high bg events with the healthcare provider.